Manufacturer narrative:
The device was not returned to zoll; a field representative from zoll medical united kingdom tested the device at the customer site. The front panel membrane was replaced to resolve the malfunction. The front panel membrane was returned to zoll medical UK; the malfunction was duplicated and the front panel membrane was scrapped. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to change lead selection. Complainant indicated that there was no patient involvement in the reported malfunction.